Event description:
It was reported that the non- (B)(6) right ventricular (rv) lead on this implantable pacemaker system previously exhibited noise and a high out of range pacing impedance measurement at 3,000 ohms triggering a lead safety switch (lss) to unipolar configuration. The patient was seen in-clinic today and all of the right atrial (ra) lead diagnostic tests were normal. Technical services (ts) was consulted and advised the pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise. This resulted in the minute ventilation (mv) feature being automatically disabled and recommended turning back on the mv feature, leaving it only on the ra lead. No further assistance was requested at this time. No adverse patient effects were reported. This device and the non-boston scientific rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).